Event description:
Feeding pump not working properly. Patient was to get 65ml/hr of feed continuous x 20hr/day. Patient began losing weight. Dad did own experiment on pump and suspects patient only receiving 54ml/hr of feed. Pump was due for inspection 1/3/07, but not done.